Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Event description:
Provider alleges, consumer's daughter alleges, her mother's rental chair hit her and kept going allegedly pinning her to a wall and still kept going. It allegedly knocked her down and ended up on top of her.

Event description:
Provider alleges, consumer's daughter alleges, her mother's rental chair hit her and kept going allegedly pinning her to a wall and still kept going. It allegedly knocked her down and ended up on top of her.

Manufacturer narrative:
Provider states their tech did a full evaluation of the unit and found no issues.